Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away due to an unreported cause coincident with peritoneal dialysis (pd) therapy. It was not reported whether the patient was hospitalized prior to death. It was not reported whether pd therapy was ongoing until the time of death or if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.